Event description:
Information received, indicates the beds trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.